Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv and ra leads were explanted due to failure to capture. It was not clear which lead was having no capture issue. No further information was available.